Event description:
The customer contacted steris on march 17 as part of an internal investigation into possible cross contamination involving two pediatric pts. It was reported that each pt had cultured positive for bacillus stearothermophilus after recent procedures involving use of an olympus bf2c20 endoscope. The endoscope had been processed in the system 1 processor prior to each use.